Manufacturer narrative:
Additional narrative: correction: it was noted in the initial medwatch report that the cutter device was not returned for evaluation. Please note that the cutter device was inside the attachment device when received on jan 13, 2017. (B)(4). Please note that the correct brand name, common device name, device product code, lot number and 510k number have been received and have been entered into this supplemental medwatch report. The previous report stated the date of manufacture (dom) was unknown. Please note that the dom (dec 8, 2016) has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cutter device being stuck inside the attachment device was confirmed. It was determined that this was due to organic debris, medical matter, and corrosion which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. The assignable root cause was not determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the brand name is unknown as the product code is unknown. The catalog number, lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a lumbar fusion surgical procedure, it was observed that an unknown drill bit device became stuck in the angle attachment device. It was reported that it is unknown if the drill bit was fractured. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the procedure was successfully completed without any further incident. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.